Event description:
It was reported that the compressor did not switch on. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The claimed issue was related to the device, which would not turn on. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description. Based on technician statement, the transformer was defective and the part has been replaced. The defective part has not been returned to the factory for further evaluation. The root cause of the issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).